Event description:
Additional information was received from a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient is planning on having the ins replaced, but it is not scheduled at this time.

Event description:
A manufacturers representative (rep) reported that an implantable neurostimulator (ins) encountered a power-on-reset error (por). The patient reported turning off their ins for an emg test on (B)(4) 2016 but never turned it back on. The patient claims to have charged on (B)(6) 2016 when patient was seen by the rep, the rep was unable to interrogate the device, and the patient was not feeling stimulation. The rep suspected overdischarge. The rep performed physician mode recharge for 45 minutes, and the device went to por, code 0x2608. The device was brought out of por and the patient was reprogrammed. The patient was getting adequate therapy, and the patient had no complaints about stim coverage. The rep also stated that the patient was charging too much, every other day. The patient had not recently been programmed, but did need to increase parameters. The patient had had no previous overdischarge events. Interrogation of the device gave the following data: therapy impedance check completed and value is: prog 1: 379 ohms, prog 2: 533 ohms. Document patient settings and recharge interval calculation: bol: 5.94 days, eol: 4.95 days. Programmed settings were as follows: (used 24 hrs/day) prog 1: 3.2v, 450pw, 70 hz, 379 ohms, 2+21 electrodes prog 2: 4.4v, 450pw, 70hz, 533 ohms, 2+1- electrodes. The rep stated that the patient recharges at 25% battery level. The rep also stated that the patient's physician was planning an explant for unknown reasons. Patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.